Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Additionally, scratches were found throughout the device, watertightness was not maintained due to the insertion tube falling off, broken light guide bundle and there were image abnormalities (flare, ghost) due to peeling of the adhesive part of the objective lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
The customer reported that the insertion tube for the rhino-laryngo videoscope had coating that was detached/peeling, which was observed during reprocessing. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information (see b3 and concomitant medical product) obtained about the event. A review of the device history record (DHR) found no deviations that could have caused or contributed to the coating which had peeled on the insertion tube. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the device was mishandled or subjected to stress forces. Olympus will continue to monitor field performance for this device.